Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a l2-s1 fusion spinal surgery (1 level implanted) the product was expired. This was not identified as expired until after implanted. No patient complications were reported.